Event description:
Intrathecal baclofen pump began alarming, appeared to have stopped and failed. Patient did go through significant intrathecal baclofen withdrawal. Pump removed and replaced. No harm to patient.